Event description:
It was reported that low sensing, high capture threshold, and low pacing impedance was observed on the device during the implant procedure. When the device was being repositioned, the helix became stretched. The device was removed, and a new device was implanted to resolve the event. The patient was in stable condition.